Event description:
Elderly male with cad (coronary artery disease) and new onset of sob (shortness of breath). Procedure: CABG x 2 (coronary artery bypass graft), mitral valve replacement, maze and left atrial appendage occlusion. The probe was inside the patient and did not freeze when used. It was removed from the patient and attempted to reactivate outside the body and would not freeze. A new one obtained and froze without issues. No known harm to patient- delay in procedure. Manufacturer response for device, surgical, cryogenic, atricure cryoice cryoablation system (cryo2) (per site reporter): will obtain.